Manufacturer narrative:
A portion of the device was returned to olympus for evaluation. Approximately 30cm of the basket wire and the basket itself were returned for evaluation. The basket was deformed and there was a kink noted on one of the wires. Additionally, the proximal end of the basket wires were frayed. The exact cause of the user's experience could not have conclusively be determined. However, the size of the stone could not be ruled out as a contributory factor to the user's experience. This report is being reported as an MDR in an abundance of caution.

Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp) procedure, the stone was not crushed, and the lithocrush basket and stone reportedly became impacted in the patient's common bile duct. The physician used a non-olympus emergency handle in an attempt to crush the stone, without success. The patient was said to have been transferred to the recovery room with the basket wire and stone in place. Three days later, the patient reportedly underwent another ercp procedure and the physician again attempted to remove the basket and the stone without success. The following day, the patient was referred to surgery and the basket and stone were successfully extracted. The patient was reported to have tolerated the procedures. Following surgery, the patient was transferred to nursing home for rehabilitation and is reportedly doing fine.